Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed an open area under the front electrode of the lifevest equipment. The area was described as a second-degree decubitus measuring half a centimeter by five centimeters. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.